Event description:
It was reported that during unpacking of a 3.0x23 rx xience v stent delivery system (sds) the tip was noted to be damaged/collapsed. The device was not used and there was no patient involvement. A new same size rx xience v was used to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the soft tip was separated 1 millimeter distal to the clear gap. The separated section was not returned. Additional reported information indicates that the site was not aware of the soft tip separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Tip damage was confirmed. Tip separation was noted. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.